Event description:
Staar's rep. Stated that the surgeon implanted an cq2015 3 piece collamer lens. The plunger overrode the lens causing the trailing haptic to tear upon insertion into the eye. The lens was cut in half to remove from the eye without enlarging the incision. No pt injury. The injector model that was used was a onyx-p, lot number 1198307 and the cartridge model that was used was an onyx cartridge fp, lot number 1199281.